Event description:
A physician attempted an arteriotomy closure using the starclose device. Upon walking the following day, the pt experienced right leg claudication that persisted for two weeks. A severe narrowing of the right common femoral artery was diagnosed. The pt was readmitted to the hosp for recatheterization and subsequent stent implantation. The pt status is unk.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.